Manufacturer narrative:
Update: this event was confirmed to be a duplicate previously reported under MFR#0002249697-2016-01860. If additional information is provided, it will be submitted via MFR#0002249697-2016-01860.

Event description:
It was reported that a second surgery was required (B)(6) 2016. Update: this event was confirmed to be a duplicate previously reported under MFR#0002249697-2016-01860. If additional information is provided, it will be submitted via the aforementioned report.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that a second surgery was required (B)(6) 2016.